Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s charging pad for the ilet system was not functioning, with the charger light illuminating only when the cord was positioned at a specific angle, indicating intermittent connection during charging. Symptoms included no device charging issues. Outcomes included shipment of a replacement charging pad via ground shipping and guidance to obtain a temporary charging solution from a local store. Investigation included customer interview and troubleshooting based on reported behavior. Investigation of this case revealed a suspected defective or worn charging pad or cable connection causing intermittent power delivery. It was concluded, based on previously established findings for similar reports, that the cause was component failure related to the charging accessory.